Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years. A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists infection as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that the patient experienced (B)(6) and burkholderia bacteremia driveline infection status post implant. The date of onset was (B)(6) 2012 and the patient was admitted on (B)(6) 2012. The patient was treated with six weeks IV ceftriaxone and discharged on (B)(6) 2013. No additional information was provided.